Event description:
Device malfunction: unk. Time of malfunction: unspecified. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriomtomy closure of the right femoral artery using a proglide device after an interventional procedure. Reportedly, "there was some oozing" noted and additional pressure followed by a femostop were used to achieve hemostasis. Additionally, the pt complained of right groin pain which resolved with darvocet in less than 24 hours. The pt was discharged to home the next day. No additional info was provided. Protect study event.

Manufacturer narrative:
The device was not returned and the lot number was not identified; therefore, a device history review could not be performed.